Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 17-nov-2022. Our quality engineer inspected the sample submitted for evaluation. Bd received one used 22g x 1.00in. Insyte autoguard bc pro unit. The unit was leak tested and verified to have a leak on the catheter tubing near the mid area of the catheter. Microscopic inspection found that a v-shaped tear was present at the leak location, which is indicative of a needle spear through. The reported issue was confirmed. If the damage originated during the manufacturing process, the device would have been received by the end user with the needle piercing through the catheter tubing making a venipuncture attempt unlikely. Since venipuncture was attempted, it is likely that the defect originated in the clinician environment during use. A needle spear through may occur in the clinician setting during tip adhesion break or during venipuncture if the needle is advanced at a wrong angle or if the needle is moved up and down the catheter tubing. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter pierced the catheter. The following information was provided by the initial reporter, translated from french to english: the service declares that during the perfusion, the nurse tried to pull up the catheter, this one having stumbled on the vein, the nurse tried to reintroduce the needle in order to pass the obstacle and the needle pierced the catheter.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter pierced the catheter. The following information was provided by the initial reporter, translated from french to english: the service declares that during the perfusion, the nurse tried to pull up the catheter, this one having stumbled on the vein, the nurse tried to reintroduce the needle in order to pass the obstacle and the needle pierced the catheter.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.